Event description:
The customer reported to olympus, during preparation for a diagnostic procedure (ureteroscopy), when plugging camera with the visera elite ii video system center, a black/white static appeared with no picture. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the static issue could not be determined. Olympus will continue to monitor field performance for this device.